Event description:
On monday, february 3, it was reported that cardiosave intra-aortic balloon pump (iabp) dislayed autofill failure message. The failure occurred prior to the clinical application of the therapy, and that the failure prevented the use of the cardiosave system in a patient. On tuesday, february 4, it was notified that patient died.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The internal blocks are adjusted (the pim and drive manifold blocks were relocated to achieve better sealing, as well as the internal connectors) the fiber optic cable was detected to be pinched, it is replaced by a new cable. All checks are performed according to protocol. The correct operation of the equipment is verified. Equipment suitable for use.

Event description:
N/a

Manufacturer narrative:
Aware and event date was confirmed with the fse and updated. Updated fields - b3, b4, d9, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.